Event description:
It was reported that the patient¿s pump ran dry in (B)(6) 2012. The pump alarm was confirmed through telemetry. The low reservoir alarm date was (B)(6) 2012 and the pump was actually filled on (B)(6) 2012. The patient had missed the pump refill appointment. The patient experienced symptoms of more tremors. At the refill on (B)(6) 2012 the healthcare provider (hcp) increased the concentration from 500mcg/ml to 2000mcg/ml lioresal and reduced the dose from 171mcg/day to 100mcg/day. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).